Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. Explantation of the device is planned; however, yet to occur as of the date of this report.

Event description:
It was reported that the device was explanted on (B)(6) 2020, the patient was re-implanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on 3 september 2020.